Event description:
It was reported that the patient stated that his artificial urinary sphincter (aus) had to be removed due to radiation cystitis for bladder cancer treatment. Additionally, the patient experienced urethral damage. The patient plans to undergo urethral repair surgery to hopefully get another aus in future. No additional information was provided.

Manufacturer narrative:
The event date was not provided; therefore, 01/01/2025 was used as an approximate date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
The event date was not provided; therefore, 01/01/2025 was used as an approximate date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient stated that his artificial urinary sphincter (aus) had to be removed due to radiation cystitis for bladder cancer treatment. Additionally, the patient experienced urethral damage. The patient plans to undergo urethral repair surgery to hopefully get another aus in future. No additional information was provided.